Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that all conductors were distorted, the defibrillation conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation was breached due to cosmetic metal ion oxidation (mio) damage, the outer insulation had cosmetic environmental stress cracking, the middle insulation was torn, there was blood in/on the helix mechanism and the lead was stretched.

Event description:
It was reported that the right ventricular lead was unusable due to a slowly elevating rv capture threshold, a slowly declining rv sensing threshold, and a slowly declining impedance. These trends have gradually been changing over time. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.